Event description:
Event description cpi received information that at the implant procedure p-wave oversensing was noted during defibrillation threshold testing with this implantable cardioverter defibrillator (ICD). In addition, the ICD was found to oversense after a shock was delivered.